Event description:
It was reported that while torquing the center screw of the cross connector, the screw stripped and would not torque. Part remains implanted. Patient outcome: no adverse effect reported as a result of this event.